Event description:
N/a

Manufacturer narrative:
Updated: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, medical device ¿ problem code, health effect ¿ clinical code and investigation conclusions) and h11. A getinge field service engineer (fse) evaluated the unit and helium leak was not found during testing and checkout. The fse applied silicone grease to wheels and the squeaking stopped. All functional and safety checks performed to meet factory specifications.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) has helium leak. Also, the wheels squealed when using the rescue pod without the cradle. No patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in block e1: initial reporter: ap contact on (B)(6) 2017 invoice only event site address: (B)(6).